Manufacturer narrative:
The recipient's device was explanted. The recipient is reportedly doing well.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test.this is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode and damaged components conditions prevented several of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that some electrical component resistors fell off during the bottom cover removal process. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The recipient is reportedly experiencing non-auditory sensations with and without device use. Programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.